Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display gradually went dark and the device subsequently would not power on, prompting transition to backup therapy; a replacement ilet was shipped and the original is pending return for evaluation. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to glucose monitoring or therapy beyond the need to use backup therapy, and no medical treatment or hospitalization. Investigation included collection of device history and user reports, logistical tracking of replacement, and planning for device return and evaluation. Investigation of this device revealed a suspected device malfunction involving the display screen or power subsystem resulting in loss of user interface/function, consistent with a hardware failure of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure consistent with normal malfunction, pending confirmation upon device analysis.